Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted two areas of insulation damaged in the trilumen insulation. One abrasion (195-210mm from the terminal pin) is through to the distal high voltage conductor, melted metal is noted in the area as well. Due to the location and type of damage, this appeared consistent with lead-on-can abrasion. The second area of insulation damage was noted 310-320mm from the terminal pin. Due to the location and type of damage it was likely this was caused by entrapment in the clavicle/ first-rib region.

Event description:
Boston scientific received information that during a routine follow-up appointment, an error code was present and the device could not be interrogated. As a result, the device was scheduled to be replaced. The device and right ventricular (rv) lead were explanted and replaced. After the lead was removed, two spots of insulation damage were noted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--